Manufacturer narrative:
The issue is being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
On (B)(4) 2019 maquet (B)(4) became aware of an issue with xd dual flat screen holder. As it was stated, screws connected to the sterilizable handle snapped off. There was no injury reported however we decided to report the issue based on the potential as any particles falling off into sterile field or during surgery might be a source of contamination. (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number # (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with an xd dual flat screen holder. As it was stated, screws connected to the sterilizable handle snapped off. There was no injury reported however we decided to report the issue based on the potential as any particles falling off into sterile field or during surgery might be a source of contamination. It was established that when the issue occurred, the light head did not meet its specification and it contributed to the complaint. In the time when the issue occurred the device was not being used for patient treatment. During the investigation it was found that there is no apparent trend with the issue at hand and that the reported malfunction has never lead to serious injury or worse. Unfortunately, due to lack of information provided by originator manufacturer was not able to establish the exact root cause of the issue. We believe the related devices are performing correctly in the market.

Event description:
Manufacturer reference number #194165.

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Manufacturer reference number # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturers reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number # (B)(4).